Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infections at both ipg and lead site. Symptoms include swelling at the ipg site and there was drainage at the lead site. The physician believed that infection was procedure related. The patient was admitted in the hospital and was given intravenous (IV) antibiotics and upon discharge was prescribed oral antibiotic. The patient underwent an explant procedure and was reportedly doing well postoperatively.